Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of "247 mg/dl" with a lifescan meter and "141 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Customer care agent (cca) had the patient run a control solution test on the test strips and the test strips failed twice using the control solution. The test strips were in good condition and not expired . The control solution that the patient had been using was less than three months old. Cca sent the patient replacement meter and testing supplies.